Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon completion of the investigation.

Event description:
A complaint was filed on may 20, 2025 regarding a discrepant hit test result. The patient's hit results on the acl top instrument returned a negative result, but a follow-up sra conducted at an external facility on yielded a positive result. The instrument was calibrated on (B)(6) 2025. Due to clinical suspicion, the patient was initially treated with an alternative anticoagulant, briefly switched back to heparin, and then resumed appropriate therapy (bivalirudin and later apixaban) upon receiving the positive sra. The original serum sample has been discarded, and no elisa testing was performed. No known patient impact was reported.

Manufacturer narrative:
Internal investigation included review of qc, calibration, and manufacturing records for reagent lot b36907, and service history for the acl top instrument. All controls were within range, calibration was properly performed, and no instrument issues were identified. The affected patient sample was not available for retesting. Internal testing of retained and alternate reagent lots with qc controls and panel samples showed all results within expectations. No root cause was identified. As per the product IFU, discrepancies with confirmatory tests like sra may occur, and functional assay confirmation is recommended in the clinical context. Based on this review, no problem was identified and no remedial action is required. This issue will be tracked through trend analysis.